Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was offline. A technical support specialist (tss) walked the customer through turning the all-in-one (aio) on using the power button and found a message on the screen stating that the drawers were offline. The tss then walked the customer through turning the cabinet on using the power button switch and restarted the all-in-one (aio). The customer confirmed that the item was able to be issued. The tss found in the populate buttons screen that there were no failed drawers. The customer authorized closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was down, the drawers were offline, and medications could not be issued. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.